Event description:
A malfunction alarm was reported by a customer. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.